Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 500 mg/dl. Customer's current blood glucose value was 326 mg/dl. The customer treated it with manual injections. Customer reports they have contacted their healthcare professional¿s regarding the high blood glucose level. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.